Event description:
During a therapeutic procedure on a pt, the physician attempted to pull the button from the pt's stomach for replacement, but the button dome broke and fell into the pt's stomach. The complainant indicated that the button was not removed from the pt. The complainant indicated that the button had been placed for seven months prior to the event occurring. Another enteral feeding device was successfully place in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. There was no additional info available regarding this event.